Manufacturer narrative:
(B)(4). The complaint mr290v vented autofeed humidification chamber was returned by fph (B)(4) to fph (B)(4) for further investigation, however, it was lost during transit. Without the complaint device, we are unable to determine the possible root cause of the reported fault. As all mr290 chambers are visually inspected and pressure tested before leaving the production line, this suggests the subject chamber was damaged post production. The mr290 user instructions provide the following warnings: "do not use the chamber if the seals are not intact when received, or it has been dropped". "Set appropriate ventilator alarm". -"perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient".

Manufacturer narrative:
(B)(4). The mr290v vented autofeed humidification chamber is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the complaint device and have completed our investigation.

Event description:
A distributor in (B)(6) reported that the mr290v vented autofeed humidification chamber was broken. This was observed prior to patient use. No patient consequence was reported.

Event description:
A distributor in (B)(6) reported to fisher & paykel healthcare (fph) service engineer that the mr290v vented autofeed humidification chamber was broken. This was observed prior to patient use. No patient consequence was reported.